Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed, and it was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.73mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Intuitive surgical inc., (isi) received following additional information: the issue did not occur while loading the clip onto the instrument. The issue did not occur prior to the clip application. The incident did not occur while surgeon was attempting to clamp on a vessel or tissue bundle. The clip kept opening up after closing it on the vessel/tissue. The incident did not occur while attempting to remove the clip. The surgeon did not experience any issues related to unintuitive motion. The instrument did not remain static. The reported instrument was being used for the first time when the issue occurred. The instrument was replaced with another clip applier to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm medium-large clip applier; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not release the clips. The instrument was inspected with no visible damage. The procedure was completed with no reported injury.